Manufacturer narrative:
Patients weight was not provided. The heartmate 3 lvas was implanted during the (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 2 years and 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The modular cable was had a torn outer jacket with cosmetic damage. The modular cable was replaced.

Manufacturer narrative:
The modular cable was received for investigation. The report of the modular cable's outer jacket being torn was confirmed; however, the evaluation could not conclusively determine the cause of the tears in the outer jacket. Examination of the returned modular cable found the bend reliefs discolored. Several tears were observed in the outer jacket in two areas of the cable. The polyurethane around the torn areas showed a cracked surface. The outer jacket material appeared to have expanded, causing the ends of the tears to push together and fold against each other. The damaged areas of the outer jacket were removed and visual inspection noted that one of the areas of the underlying armor layer was slightly worn. The underlying bionate layer was visible but undamaged. Examination of the modular cable connectors found no evidence of damage to the pins. The cable passed the manufacturing test procedure without issue, indicating no damage to the conductors or the insulation of the conductors. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.